Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was in clinical use. The issue happened during a diagnosis procedure, it got delayed by less than 20 minutes and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy could not be performed. Review of the log file confirmed the malfunction in the system. The fse attempted multiple shutdowns, but the screen was unable to power off. The fse determined that the issue was most likely caused by a defective host pc in the cabinet. The failure analysis confirmed the malfunction with the host pc and the cause of the failure was memory. So, the fse replaced the host pc, the hard disk and reinstalled the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopic imaging could not be performed as system froze.no harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and the hard disk which returned the device to use in good working order.